Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. Customer¿s current blood glucose level is 338 mg/dl. The customer also reported other blood glucose values such as over 500 mg/dl, 484 mg/dl, 519 mg/dl, 354 mg/dl, 214 mg/dl, 46 mg/dl. The customer treated for high blood glucose with manual injections. Based on customer¿s report customer did allege under delivery. The customer did not experienced symptoms of high blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the results of displacement test was no reservoir detected. The insulin pump will be returned and reservoir will not be returned for analysis.